Event description:
Customer complained of a discrepant inr result between two coaguchek xs meters (B)(4) and a lab using an unknown reagent. Customer tested the patient by fingerstick on meter (B)(4) and the result was >8.0 inr. The patient was then retested using meter (B)(4) and the result was >8.0 inr. Patient had a lab test within 7 hours and the result was 2.2 inr. The patient has a therapeutic range of 2.0-3.0 inr. Patient has no medication changes, no illness, no diet changes, no heparin or direct thrombin inhibitors, no symptoms of a high inr result and is not anemic. The patient does have antiphospholipid antibody syndrome. There was no allegation of an adverse event. Retention test strips (297792) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.